Event description:
The customer reported that they attached a luer lock syringe to the smartsite to administer a bolus and when they tried to disconnect it, the smartsite broke. The customer reported that they either use an alcohol wipe or a 2% chlorhexidine swab to disinfect the valve. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.